Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 29 mcg/day) via an implanted pump. It was reported that the patient had a loss of efficacy. The patient was taken to surgery. The catheter was no longer in the intrathecal space. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The entire catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.